Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that on (B)(6) at approximately 5:00 p.m. The customer experienced symptoms described as: nauseous, dizzy, lack of appetite, vomiting, unable to walk, and faint . It was further reported the customer was unable to test on the adc blood glucose meter due to receiving an unspecified error on the meter display. Customer was seen at a hospital where she was diagnosed with hyperglycemia and administered insulin and intravenous fluids. Caller further reported that no additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Was incorrectly documented in the initial report. Has been updated. (Expiration date) has also been updated as it was inadvertently missing from the initial report.

Event description:
Caller reported that on jan-26 at approximately 5:00 p.m. The customer experienced symptoms described as: nauseous, dizzy, lack of appetite, vomiting, unable to walk, and faint . It was further reported the customer was unable to test on the adc blood glucose meter due to receiving an unspecified error on the meter display. Customer was seen at a hospital where she was diagnosed with hyperglycemia and administered insulin and intravenous fluids. Caller further reported that no additional treatment was required. There was no report of death or permanent impairment associated with this event.